Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814) was implanted via v-p shunt on unknown date with unknown setting. On an unknown date, a pressure lower than setting 1 was required. A non-specified shunt failure was suspected therefore, the valve was removed and replaced on (B)(6) 2022. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to the valve issue.

Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The catheter was irrigated, no occlusions noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted with the valve. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.